Event description:
Boston scientific received information that approximately seven months ago, the local area sales representative (sr) contacted boston scientific technical services (ts) to inquire about which functionalities are lost at end of life (eol) status. The sr stated this device reached eol with extended charge times of 30.4 seconds and a monitoring voltage of 2.36. Ts discussed what remaining function the device has and discussed that the device will eventually revert to storage mode. Ts stated they cannot predict how much longer the device will last. Four months later the device was subsequently explanted for normal battery depletion and returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.